Event description:
It was reported that the right ventricular (rv) lead impedance has risen to high levels in the past 3 months. The threshold has also been rising. The pace/sense portion of the rv lead was capped and the therapy portion is still in use. A new pace/sense lead has been placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.